Manufacturer narrative:
The field service engineer discovered a system wash for thyroglobulin was not installed. He replaced the measuring cells and performed qc. The investigation is ongoing.

Event description:
The initial reporter received questionable roche diagnostics elecsys anti-tg results for 1 patient and questionable elecsys ft4 iii assay results for 3 patients tested on a cobas e 601 module. On (B)(6) 2022, patient 1 initial anti-tg result was reported outside the laboratory. The patient "contested" the result due to the result not matching the anti-tg result performed at a different laboratory. The anti-tg result at the different laboratory was requested but not provided. The customer performed repeat testing with the same patient sample. On (B)(6) 2022, patient 1's initial anti-tg result was 826.1 iu/ml. On (B)(6) 2022, patient 1's first repeat anti-tg result was 15.60 iu/ml. On (B)(6) 2022, patient 1's second repeat anti-tg result was 12.52 iu/ml. For patient 2, patient 3, and patient 4, the initial ft4 results were reported outside the laboratory. The reported ft4 results were "contested" and the customer sent the samples to a different laboratory for repeat testing on a different cobas 6000 series system. On (B)(6) 2022, patient 2's initial ft4 result was 18.84 ng/l. The patient's repeat result was 13.1 ng/l. On (B)(6) 2022, patient 3's initial ft4 result was 14.14 ng/l. The patient's repeat result was 9.6 ng/l. On (B)(6) 2022, patient 4's initial ft4 result was 13.17 ng/l. The patient's repeat result was 9.6 ng/l. The anti-tg reagent lot number was 542348 with an expiration date requested but not provided. The ft4 reagent lot number was 579081 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and did not find any abnormalities. The field application specialist did not find any abnormalities. No further issues were reported by the customer. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue. No product problem was found.